Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg pocket was readjusted and the patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.